Event description:
The facility reported a device with a downstream occlusion with no downstream occlusion alarm. There have been no incident reports filed since the last baxter service event. No add'l info.